Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the sample in a decontaminated condition without its original packaging. Functional testing found cannula was connected to retractor and tested by using a syringe with water to detect any occlusion. The water passed through the connector. There was no leaking in the assembly based on the analysis conducted, the complaint was not confirmed. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that one hour after catheter insertion, the patient called back the nurse because she was completely blocked. The apokinon solution was flowing between the catheter and the adhesive part covering it while the catheter was in place and the tubing was properly attached to it. No patient injury was reported.